Event description:
It was reported that an infusor had a leak. The unit was filled with deferoxaminmesilat 1g, and approximately 22ml leaked into the bag. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured between september 18, 2013 ¿ september 19, 2013 evaluation summary: baxter received one sample for evaluation. Visual inspection on the unit noted fluid inside the package that contained the unit. When the unit was removed from the package, the leak was identified to be coming from an untightened blue winged luer cap. A functional leak test was performed by filling the unit with water and tightening the cap. A leak was not observed when the blue winged luer cap was properly tightened. The unit was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.